Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 314.550, lot 9562995: manufacturing site: haegendorf. Release to warehouse date: july 28, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it is observed that the distal hexagonal tip of the device got rounded. The rest of the surface of the device shows normal wear which would not contribute to the complaint condition. Functional testing of the received device was not performed as the device was received by itself without mating device. But the rounded hex tip might have contributed to the reported unable to assemble condition. Dimensional inspection of the received device was not performed due to the post manufacturing damage. The relevant drawings were reviewed; no design issues or discrepancies were found during this investigation. The complaint is being confirmed for the device as the tip was rounded which could have caused the complaint condition. A definitive root cause could not be determined for the reported problem, but there is high possibility that the tip might have got rounded due to the repeated use and service. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 2.5mm hex screwdriver shaft small/qc/165mm is not fitting into quick coupling screwdriver handles. There are small etches on the coupling portion that may be interfering with it fitting correctly. It was discovered in sterile processing, not during a case. There was no patient involvement. Concomitant devices reported: unknown quick coupling screwdriver handle (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 2.5mm hex screwdriver shaft mall/qc/165mm. This is report 1 of 1 for (B)(4).